Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and noise on the right ventricular (rv) lead. Low amplitude was also observed. Impedance measurements were also noted to be low but still within range. Additionally, the device stored a ventricular fibrillation (vf) episode with no therapy. Boston scientific technical services (ts) was consulted and recommended further evaluation. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and noise on the right ventricular (rv) lead. Low amplitude was also observed. Impedance measurements were also noted to be low but still within range. Additionally, the device stored a ventricular fibrillation (vf) episode with no therapy. Boston scientific technical services (ts) was consulted and recommended further evaluation. Additional information was received that this device was explanted. No additional adverse patient effects were reported.